Event description:
It was reported that the pt's cochlear implant is planned to be explanted, because the pt is not having benefit from the device. A date for surgery has not been set at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.